Event description:
The device was used during a laparoscopic hysterectomy. Reportedly, the staples did not form properly and the device was difficult to fire. The hosp has reported no pt injury occurred.